Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a robotic laparoscopy procedure, ¿the metal clip ends did not close or the clip ends overlapped once deployed.¿ another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n92h3p. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In an attempt to replicate the reported incident, the instrument was cycled and it fed, retained and formed 2 conforming clips and then no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. In addition, 9 clips were found inside clip track. No conclusion could be reached as to what may have caused the feeding incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.